Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that numbers are not ramping on their own. Customer stated that the scroll bar was not moving with no input. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with an unresponsive keypad. The pump was responsive, however, it failed the keypad voltage test on the at the top, center, bottom, left, and back button that ranges from 0.01v to 0.05v. Problem isolated to the keypad assembly due to intermittent buttons. During visual inspection, the j1 connector on pcba 1 was not unlocked and no physical damage or moisture damage was noted to the keypad assembly. Pump passed the displacement test and self-test. Pump was cut open to perform visual inspection and found no moisture damage on the keypad flex connector, pcba 1, pcba 2, force sensor, motor, harness assembly vibrator, or battery tube. Successfully downloaded history files and traces using thus. Stuck button alarm was not found in the history files or traces. Test p-cap and reservoir locked properly into reservoir compartment during testing, however, damages to the retainer ring was noted during inspection. The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay, keypad overlay texture damage, and cracked retainer. Unresponsive keypad not confirmed, however, it failed the keypad voltage test. Therefore, problem isolated to the keypad assembly. Cosmetic damage confirmed located at the retainer ring. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.